Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing ineffective stimulation. Surgical intervention may take place at a later date to address the issue. The patient has two model 3186 leads from the same lot implanted as part of her scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention took place on (B)(6) 2015, at which time the patient's right positioned lead was explanted and replaced. Effective stimulation was reportedly restored postoperative.